Event description:
It was reported that the charging pad for the ilet system was not functioning, as the user could not charge the device despite attempting an alternate power outlet; a replacement charger was shipped. Customer care provided assistance with replacement logistics. Investigation of this case revealed a suspected charger malfunction. No clinical symptoms during the event reported. Outcomes included no impact to health. It was concluded that the issue was related to the external charging accessory and not to the ilet device¿s therapy function.